Event description:
It was reported that the guiding tube was dislocated from the handgrip. No reported injury to the patient.

Manufacturer narrative:
This complaint is being reported because this device is the same or similar to one that is marketed in the united states. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned for a sample evaluation. With the information received and the investigation, this complaint is inconclusive and the root cause of the event is unknown.